Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. The report indicated that the customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact on blood glucose levels. After receiving instructions from customer technical support, the customer successfully reset the pump, resolving the issue. There was no recurrence of the malfunction, and the customer was advised to continue using the pump as normal, with instructions to report any future issues.